Manufacturer narrative:
The previous MDR was submitted by william cook europe under manufacturer report reference number 3002808486-2020-00290. Additional information provided determined that this device was manufactured by cook inc (cinc). With the submission of this initial report, cinc informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced in this initial medwatch report. Initial reporter occupation: non-healthcare professional. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava (vc)/nerve perforation, back pain physical limitations, depression, and exhaustion. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported back pain physical limitations, depression, and exhaustion are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2011 due to deep vein thrombosis. Patient reports a successful percutaneous filter retrieval on (B)(6) 2019 due to alleged filter strut perforation and "pierced a nerve". Patient is alleging vena cava perforation, nerve perforation and back pain. Patient further alleges physical limitations, depression and exhaustion. Per the successful (B)(6) 2019, filter retrieval report: "the filter was then removed via our long sheath." "Successful retrieval of ivc filter"